Event description:
I underwent breast augmentation (B)(6) 2015. Nearly two months later I started to get severe acne on my face. It consumed the majority of my face. It became so painful that it hurt to even smile. I also got three abcesses on my face. I had never gotten these in my life before, prior to breast augmentation. Over the past four years, I have experienced symptoms of breast implant illness. They have occurred all at different times, some on-going, some simultaneously, and some come and go. I am (B)(6) old and feel as though I am sixty. The following are symptoms in which I have experienced the past four years undergoing breast augmentation: cystic acne. Abcess / boils, headaches, brain fog, palpitations (during the day and also while sleeping), eye infection / pressure behind eyes, blurry vision, fatigue, swollen, lymph nodes, anxiety, depression (thoughts of suicide), tonsil infections, stuffed nose, shortness of breath, choking sensation, dizziness, ear ringing, fever, pain in chest, memory loss, nausea, joint pain, muscle pain / weakness. The past two months have been very difficult as I am getting weaker. I will be undergoing breast explant in (B)(6) and hope I will have the strength to make it through. The above statements are true to my knowledge. FDA safety report ID# (B)(4).